Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the black ring came off and another plastic thing that looks a brace about reservoir lip ring had come off. Customer stated that reservoir cannot be locked in place when inserted in the insulin pump. No harm requiring medical intervention was reported. Customer declined troubleshooting for high and low blood glucose level. Customer was treated with bolus and drank soda for low blood glucose level. The insulin pump will not be returned for analysis.